Event description:
It was reported the pt had an extension revision and neurostimulator replacement on (B) (6) 2009. He also had an initial implant of a thoracic lead for back pain. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).